Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient's atrial and right ventricular leads exhibited noise. The patient was dependent and experiencing inhibition of pacing. These leads were extracted, along with an older right ventricular lead that had been capped on (B)(6) 2014 for an unknown reason. The patient was stable. Related manufacturer reference number: 2017865-2019-09023. Related manufacturer reference number: 2017865-2019-09026.